Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was damaged on for the device. The device's lcd display would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was damaged to the handle and front enclosure case. The handle and front enclosure case would need to be replaced on the device. There was no repair made to the device, and it will be scrapped.